Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning; however, the device has not returned from the account. If follow-up what type correction: reg number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the footplate would not open properly and snagged on the artery. The proglide device was removed and a second proglide was used to achieve hemostasis. No injury occurred. No additional information was provided.